Manufacturer narrative:
Motor was tested with control unit and technician could not duplicate alleged problem. No error messages received. Routine maintenance conducted on control unit and fuses were replaced.